Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device of the device. The additional proglide device referenced is being filed under a separate medwatch report.

Event description:
It was reported that suture placement with a proglide device via 6fr sheath was attempted in the calcified left common femoral artery using the preclose technique prior to a percutaneous coronary intervention (pci) procedure to insert an impella device. Reportedly, the proglide device had an unknown failure due to heavy calcium. Two additional proglide devices were used for successful suture placement using the preclose technique. The sheath was upsized to a 14fr sheath and the impella procedure was completed. Closure with the two proglide devices were completed; however, bleeding continued and a non-abbott device was placed. Hemostasis was achieved using the non-abbott device. There was no reported clinically significant delay in the entire procedure. The patient expired 50 minutes post procedure. The physician stated the death was due to a retroperitoneal bleed caused by the 14fr sheath and dilator. The proglide device did not cause or contribute to the death of the patient. No additional information was provided.